Manufacturer narrative:
(B)(4).

Event description:
The consumer reported stimulation in an undesired location. The patient was not feeling stimulation in his back, but he was feeling stimulation in the stomach. In early (B)(6) 2015, the patient had back surgery. After the surgery, the stimulation changed and the patient was not sure if the surgery had anything to do with the change in stimulation. The patient asked to contact a local manufacturer's representative to check the device. Relevant medical history included non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer via the manufacturer's representative (rep) reported that prior to the patient getting back surgery about 6 months prior, he had excellent stimulation, coverage, and pain relief. Subsequent to the surgery, all stimulation had been in his stomach. The rep saw the patient for a reprogramming and was unable to get it out of his stomach with any combination of electrodes, pulse width, or rate. A fluoro showed the lead was perfectly midline at t8-t9 and all impedances were normal. The physician recommended that the patient see the neurosurgeon to determine if moving the lead could fix the problem. At the time of the report, the issue was not resolved. Surgical intervention was scheduled for (B)(6) 2016.